Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. The customer was identified to have conditions that may impact the performance of the assay. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6)2016; inratio inr = 2.2; lab inr = 4.6. On (B)(6) 2016; inratio inr = 4.2; lab inr = 5.9. On (B)(6) 2016: patient self tester was admitted into the hospital for an illness that was diagnosed as pneumonia and was released. Patient's health did not improve, but got worse. On (B)(6) 2016: patient self tester went back to the doctor and was diagnosed with valley fever and meningitis and was prescribed an 800mg/day antibiotic which the pt's wife says it will be a constant prescription with no end date. Lab inr was not recalled, but it was high and the patient was instructed to hold warfarin until further notice. Warfarin still has not been taken since prior to (B)(6) 2016.